Event description:
A nasogastric tube was placed w/o difficulty in an (B)(6) yr old female pt. After 10 mins in situ, pt desaturated. A chest x-ray was done showing tube was in the left lung. The nasogastric tube was removed and a second x-ray was done revealing a left pneumothorax. The pt required a thoravent. The pt expired due to cardiorespiratory arrest on (B)(6) 2014, secondary to stroke and sah. Pt's death was unrelated to tube placement.

Manufacturer narrative:
The sample was returned and shown to have no defect. Placement of a ng tube into a lung is an inherent risk in the placement of all nasogastric tubes. Feeding tube placement is dependent on the clinician and pt. The actual tube/stylet does not influence where it is placed.